Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a sudden drop from 50 ohms to a low out-of-range shock impedance measurement of 8 ohms. It was noted that this drop in shock impedance measurements appears to have a correlation with the recent implant of a heart failure device. Technical services (ts) reviewed troubleshooting options. Additional information received reported that shock impedance testing with positional movements was performed with a representative from the other manufacturer by turning on and turning off the other device. Shock impedance measurements remained in the 50 ohms range, however the low out-of-range shock impedance measurement was not reproducible in clinic. This rv lead remains in service. No adverse patient effects were reported.